Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the customer that a gamma4 lag screw backed out during procedure. Postoperatively the lag screw was seen backed out of the nail. Revision of gamma nail was necessary due to failed fixation.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported by the customer that a gamma4 lag screw backed out during procedure. Postoperatively the lag screw was seen backed out of the nail. Revision of gamma nail was necessary due to failed fixation.